Event description:
Additional information was received that there was no damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-marksman (lot: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent was deployed normally, and the deployment was about to end. The stent and the microcatheter were stuck (stent stuck in microcatheter). The last effort failed to solve it many times, so we had to withdraw it as a whole, and found that the stent and the microcatheter were stuck. The pipeline failed to open in the proximal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. No additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.     The patient was undergoing surgery for treatment of an amorphous, unruptured left cavernous sinus aneurysm with a max diameter of 9.23mm and a 11.81mm neck diameter. The landing zone was 3.77mm distally and 4.12mm proximally. It was noted the patient's  vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The pru level was 80%. The angiographic result post procedure was immediate retention of blood. Ancillary devices include a apt 8fguiding sheath.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805). As found condition: the pipeline flex embolization device was returned for analysis within a shipping box, a plastic bio-pouch, an opened pipeline flex inner pouch (b386396), and a dispenser coil. Damage location details: the pipeline flex pusher distal hypotube was found bent. The pipeline flex pusher distal core wire was found bent at the sleeves. The pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the pipeline flex braid were found open but damaged (frayed). Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ and ¿failure/incomplete open¿ could not be confirmed. Possible causes of ¿resistance/stuck during delivery¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, the user not maintaining continuous flush, or the user pulling back on/torques wire while advancing the pipeline in the catheter. Possible causes of ¿failure/incomplete open¿ include patient vessel tortuosity, damaged braid, or user deploying braid in a vessel bend. The marksman catheter used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors (i.e., catheter damage) could not be determined. However, the marksman catheter is compatible with the pipeline flex embolization device, ruling out ¿incompatible catheter¿ as a potential cause. The patient¿s vessel tortuosity was ¿moderate¿, ruling out ¿patient vessel tortuosity¿ as a potential cause. Information regarding whether a continuous saline flush was maintained was not reported; therefore, ¿user does not maintain continuous flush¿ could not be ruled out as a potential cause. The pipeline braid was not positioned in a bend, ruling out ¿user deploys braid in vessel bend¿ as a potential cause. The cause for the reported ¿resistance/stuck during delivery¿ could not be determined. It is possible that the damage found with the pipeline flex braid (fraying) contributed to the reported ¿failure/incomplete open¿ issue; however, the cause could not bet deter mined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.